Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained via a midline approach. The target lesion was located in the moderately tortuous bile duct. Lesion was pre dilated with an unspecified balloon and inflated to 10atms. The physician then advanced a 10.0mmx60mmx75cm express stent delivery system (sds) over a non-bsc guide wire and then withdrew both the guide wire and the sds. The physician advanced a different non-bsc guide wire and the same 10.0mmx60mmx75cm express stent delivery system (sds) to reposition the stent. The physician experienced difficulty advancing over the non-bsc guide wire. When the stent delivery system was inserted into the bile duct, the unexpanded stent dislodged near the intestinum jejunum, distal to the stenosis, and fell into the duodenum. The physician did not attempt to retrieve the stent and it was passed naturally by the patient. The patient returned to the hospital three days later, and the procedure was completed with another 10.0mmx60mmx75cm express stent delivery system. No additional patient complications were reported and the patient's current condition was stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed only the stent delivery system was received. The balloon was deflated, but not correctly wrapped and clear stent crimp marks were noted on the balloon. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained via a midline approach. The target lesion was located in the moderately tortuous bile duct. Lesion was pre dilated with an unspecified balloon and inflated to 10atms. The physician then advanced a 10.0mmx60mmx75cm express stent delivery system (sds) over a non-bsc guide wire and then withdrew both the guide wire and the sds. The physician advanced a different non-bsc guide wire and the same 10.0mmx60mmx75cm express stent delivery system (sds) to reposition the stent. The physician experienced difficulty advancing over the non-bsc guide wire. When the stent delivery system was inserted into the bile duct, the unexpanded stent dislodged near the intestinum jejunum, distal to the stenosis, and fell into the duodenum. The physician did not attempt to retrieve the stent and it was passed naturally by the patient. The patient returned to the hospital three days later, and the procedure was completed with another 10.0mmx60mmx75cm express stent delivery system. No additional patient complications were reported and the patient's current condition was stable.

Manufacturer narrative:
(B)(4).